Event description:
This patient is a participant in prodisc-l ide, and experienced this event post approval. Patient with history of degenerative disc disease at l5-s1 and worsening back/leg pain for greater than one year. Prodisc-l placed at l5-s1. Patient evaluated postoperatively at 6 weeks, 3, 6 and 12 months. Right buttock pain and spasm reported six months postop. Neurological exam and CT scan were normal. Radiculopathy persisted, and an outside neurosurgeon recommended re-exploration and revision of area around nerve root. Patient presented to or for l5-s1 posterior hemi laminotomy, medial facetectomy, decompression of left lateral recess and removal of osteophyte. Pdl was not explanted. Pathology reported bone fragments and frayed nucleus pulposus with degenerative changes. Patient reported relief of radiculopathy symptoms. X-rays showed pdl in good position at l5-s1. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Prodisc-l was not explanted. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Subject device was part of an ide. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent with prodisc-l post market experience. Pd has determined that no investigation of the individual event is necessary, based on comparison with approved device trends. Post ide study, as part of the u.s. Launch of prodisc-l, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing prodisc-l total disc replacement surgery.